Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4)has been completed. The reported problem (code 204) was confirmed. As received, an open was found along the red can h wire. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the open. The root cause of the open cannot be positively identified. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.